Manufacturer narrative:
Per the clinic, the patient experienced an infection at implant site. Device analysis report attached.

Event description:
Per the clinic, the patient developed fluid accumulation around the internal package and subsequently was treated with antibiotics (type not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 04, 2024.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery (date not reported) in order to drain the fluid. The device was subsequently explanted on (B)(6) 2024 and there are no plans to reimplant the patient with a new device as of the date of this report.